Event description:
Customer reported that a pyxis medstation es displayed an "no interface" error message, preventing user access to medication. Customer stated that this event resulted in patient harm during an emergency cesarean section. Customer did not disclose any additional information regarding this event. During complaint investigation, the manufacturer found no evidence of device malfunction. Customer's third-party solution was reported by the customer as causing the reported error message. Allegation of patient harm was recorded in complaint number (B)(4). Additional/duplicate complaint files (B)(4) and (B)(4), were created by the customer and contain no report of patient harm.

Manufacturer narrative:
Customer reported that a pyxis medstation es displayed an "no interface" error message, preventing user access to medication. Customer stated that this event resulted in patient harm during an emergency cesarean section. Customer did not disclose any additional information regarding this event. During complaint investigation, the manufacturer found no evidence of device malfunction. Customer's third-party solution was reported by the customer as causing the reported error message. Allegation of patient harm was recorded in complaint number (B)(4). Additional/duplicate complaint files (B)(4), and (B)(4), were created by the customer and contain no report of patient harm. The resolution to this event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that there was a 1 hour and a half delay of patient data at server level. The technical support specialist restarted external messaging services and net. Tcp services. Complaint monitored for 24 hours. Customer confirmed device is operational.

Event description:
It was reported by the customer that pyxis medstation es system needed to be set to critical override since orders were not crossed during emergency cesarean section and inability to access medications during a surgery. The customer added that this malfunction caused a delay in dispensing medication to patient.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system malfunction was due to notice in hsviewer for patient delay information. A technical support specialist ran site down query that had no disconnect flag mentioned and restarted external messaging services to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.